Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Correction to initial MDR: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 591757/591759, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.